Manufacturer narrative:
(B)(4). The medical device expiration date is unknown as the lot number is unknown. (B)(6). The device manufacture date is unknown as the lot number is unknown. Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that following insulin withdrawal, the nurse recapped the needle of the suspect device. The needle pierced the cap and the nurse sustained a needle stick injury with the clean needle. No medical intervention was provided.